Event description:
Hospital advised that three channels were set up to infuse when channel a freeflowed. Channel a was not turned on when the freeflow occurred. However, a container of phenylepherine, concentration of 10mcg/100ml, was hung and an administration set was installed when the freeflow occurred. The pt's blood pressure rose to 350; medical intervention was required. The pt was awakened from anesthesia to ensure pt had not experienced a stroke, and sodium nitroprusside was administered. As a result, the time the pt spent in the o.r. And pt hospitalization time were prolonged. The pt was stable. The pump did not alarm when this occurred. Biomedical engineering advised they inspected this pump and observed a small crack and evidence of impact in the lower left front corner of the metal case where the channel a door pivots in the case. This appears to have resulted in a shift in the door, causing it to rub against the case. They also indicated that the door latches, but does not completely close along its entire length. They did duplicate the freeflow.